Manufacturer narrative:
The autopulse platform s/n (B)(4) was received at zoll (B)(4) on 01/13/2016 for investigation. The investigation is as follows: visual results: during visual inspection there were no damages observed to the enclosures. Archive data results: the review of the archive data showed numerous user advisory (ua) 01 (discrepancy between load 1 and load 2 too large) error message appeared on (B)(6) 2015 (which is the latest session in the archive). This confirmed the reported complaint of the customer receiving a prompt to realign the patient, which coincides with a ua 07. Functional testing results: during functional testing it was observed that load cells were not functioning properly. The autopulse platform failed load cell characterization test, the load cells were not within specifications, and the load cells were replaced to remedy the complaint. Further investigation found the drive shaft had difficulty in rotating, performed clutch plate deburring to resolve the problem. Based on the investigation the load cell, single point, was replaced. The clutch plate was deburred to remedy the difficulty of the drive shaft rotating. The autopulse 1.5 is a reusable device and was manufactured in september of 2015. The physical damage found is a characteristic of normal wear and tear of the device. In summary: there was no observed damage to the autopulse platform's enclosure. The archive data of the autopulse platform showed numerous ua 07 on (B)(6) 2015 which confirms the patient's reported complaint. After the repair and part replacement, the autopulse platform passed load cell characterization and 15 minutes run-in with lrtf (large resuscitation test fixture) tests. Device passed final functional testing.

Event description:
It was reported that during patient use the autopulse platform (s/n (B)(4)) displayed a prompt to realign the patient. The patient was a (B)(6) female of normal size. The event occurred during transporting the patient. Once the prompt was received the crew readjusted the patient, however they continuously received the same message. They removed the platform and replaced with another. No further issues reported. No adverse effects reported. No additional details were provided.